Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, resolving the malfunction without recurrence, and advised the customer to contact them if the issue recurred. The customer confirmed their understanding of these instructions and continued using the pump without further issues.